Manufacturer narrative:
D6a: the estimated implant date is (B)(6) 2017.

Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. No intervention has been performed. The patient was stable with no consequences.